Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was removed and replaced; the system software and configuration files were evaluated and reloaded. The intelligent shutdown pcb was also recommended for replacement, however replacement of this component was declined by the customer. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot up. No patient serious injury or death was reported related to this event.